Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included power cycling and bench handling without duplicating the report. An internal and visual inspection of the battery well was performed with no discrepancies identified. The device was recertified and returned to the customer. The battery involved was not returned as part of this investigation. Review of the device activity logs showed no evidence of a device malfunction and did not support the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.